Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 20, 2020. The investigation of the returned device was completed by the failure analysis lab on october 28, 2020. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. During visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation revision with 225cc mentor memorygel breast implants experienced bilateral hematoma formation post procedure. The hematomas were diagnosed through ultrasound. As a result, bilateral prosthesis replacement with new 225cc mentor memorygel breast implants was performed. See 1645337-2020-04476 for the contralateral prosthesis report.

Manufacturer narrative:
On march 23, 2020 mentor became aware that it erroneously submitted the wrong date of explant with the initial report submitted on march 18, 2020. The correct explant date is (B)(6) 2020. D7 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).